Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. The device was not available for evaluation. The production records were reviewed with no deviations identified. Photos of the affected tubing prior to distribution were reviewed with no kinks visible. Prior to usage of the device, each device user is provided training. During the training device users are advised to check all tubing for kinks. It is suspected that the device user did not check for and/or resolve the kink prior to using the device. As a precaution, 100% inspection of the device to identify kinked tubing prior to release begun on 17-aug-2023.

Event description:
It was reported that, device user reached out due to low portal flow and low co2. The team had tried to pause and restart the perfusion but it kept returning to lob (liver on board). The customer confirmed that the cartridge was ejected and observed the pressures, the arterial pressure kept spiking so looked in the liver bowl and saw a kink in the formed tubing. The team scrubbed in to try and remove the kink, but it kept kinking. We opened the oxygen vent, and placed the device back into prep mode to allow correct circulation of the perfusate. Prior to liver connection the team closed the vent and continued as normal.